Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device blade was exposed from beyond the device jaws. There was no reported injury. The surgeon opened another instrument to use for the procedure. The device was returned for evaluation with the knife blade exposed.